Manufacturer narrative:
Investigation type code (b code) was updated.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 the patient had an initial meter result of 1.9 inr while the laboratory result was 3.1 inr. The time difference between the test measurements was within 5 minutes. The patient's therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were provided for investigation where it was tested using retention controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.